Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) was contacted for further review of the daily threshold and impedance measurements trends. Upon review, ts determined that the rv lead shock impedances appeared to be gradually increasing to the current measurement that is greater than 125 ohms. At this time, this rv lead remains in service. No adverse patient effects were reported.